Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported speaker not working which was reproduced during evaluation as a no audio condition. The reported condition was found to be caused by the back flex not securely connected to the input/ output printed circuit board. The back flex was reseated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a speaker that was not working. There was no patient involvement, injury or medical intervention associated with this event. No additional information is available.